Manufacturer narrative:
Additional information received on 12/30/2023 and section h 11 should be reported as: the manufacturer received information lung disease, interstitial lung disease. There was report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid and conclusion code grid was updated.

Event description:
The manufacturer received information lung disease, interstitial lung disease. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.